Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records including operative report for the ¿previously placed parietex mesh in the midline¿ were not provided.] (B)(6) 2003: (B)(6). (B)(6), md. Operative report. First assistant: (B)(6), rnfa. Preoperative diagnosis: spigelian hernia. Procedure: repair of spigelian hernia, laparoscopically. Postoperative diagnosis: spigelian hernia. Anesthetist: __ [sic]. Anesthesia: general endotracheal anesthesia. Complications: none. Indications for procedure: the patient is a 47-year-old african american female who is morbidly obese. The patient comes in complaining of right upper quadrant pain, particularly, when she is standing for a long period of time. She feels a bulge in her right upper quadrant. The pain is not related to food. On examination, when she stands, you can feel a bulge in the right upper quadrant, although, you could not feel the defect. Procedure: ¿after anesthesia was induced, the patient was prepped and draped in the usual sterile fashion using betadine. Two towel clips were placed around the umbilicus. A l0-mm incision was made. The veress needle was introduced into the abdomen. When the pressure was less than zero, the abdomen was insufflated to a pressure of 12 mmhg using co2. The veress needle was withdrawn and the 11-mm port was placed in the umbilical region. A camera was placed. The abdomen was explored. There were no abnormalities noted, although, there seemed to be a little redundancy of the fascia in the right upper quadrant where we had marked the patient. At this point, a 10 x 15 piece of dual gore-tex mesh was placed. Four sutures were placed in this mesh and the mesh was marked. The mesh was placed through the epigastric port. A 5-mm port was placed in the right lower quadrant and in the left mid abdomen. The sutures were then brought through the abdominal wall through stab wounds and secured. The mesh was pulled taut. The mesh was secured using a protacker. Initially, we tried using endoanchors. However, they did not seem to be firing properly, so four more stab wounds were placed in between the previous sutures and #0 gore-tex sutures were placed through-and-through the abdominal wall through the mesh in these locations. The wounds were then infiltrated with marcaine. The umbilical incision was closed using the endo-fascial closure needle and #0 vicryl sutures. The skin was closed using #4-0 vicryl sutures. The small stab wounds were all closed using dermabond. The patient tolerated the procedure well and was returned to the recovery room in stable condition.¿ (B)(6) 2003: (B)(6). Implant record. Resource #: 23561. Device description: mesh dual 10 x 15 oval. Quantity: 1. Manufacturer: wl gore & associates. Model: mesh dual 10 x 15 oval. Catalog #: 1dlm03. Expiration date: n/a. Device type: implant. The records confirm a gore® dualmesh® biomaterial (1dlm03/23561) was implanted during the procedure. (B)(6) 2017: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: chronic right-sided abdominal pain. Postoperative diagnosis: chronic right-sided abdominal pain. Procedure(s) performed: laparoscopic adhesiolysis and removal of old gore-tex mesh. Laparoscopic-assisted liver biopsy. Anesthesia: general. Anesthesiologist: rachel miller, crna. Please note, I was present for the entire procedure. Findings: gore-tex dualmesh with colonic adhesions and omental adhesions. Previously placed parietex mesh in the midline well incorporated with omental adhesions. Indications for procedure: linda simmons is a woman who presented with pain immediately over the area where she had a previous gore-tex mesh repair many years ago. She underwent a transverse abdominis plane block which did relieve her discomfort. She also has a history of midline mesh repair but has no issues of pain in that area. She was taken to the operating room for removal of the old mesh combined with adhesiolysis and liver biopsy given her recent bump in her transaminases which did normalize. Preoperatively, the risks of surgery were discussed with the patient, including but not limited to bleeding, infection, myocardial infarction, stroke, death, deep venous thrombosis, pulmonary embolism, bowel injury, abscess, and no improvement in her pain situation. She was aware of the risks and agreeable to proceed. Description of procedure: ¿the patient was taken to the operating room and placed in the supine position on the operating room table. General anesthesia was induced. She was given intravenous antibiotics, sequential compression devices applied, and her abdomen prepped and draped in the usual sterile fashion. Next, a spot was chosen in the left upper quadrant and a 5-mm optical trocar and scope passed into the peritoneal cavity under vision. Pneumoperitoneum was established, and there was no evidence of traumatic injury. Next, a 12-mm trocar was placed laterally and another 5-mm port in the left lower quadrant. The patient was noted to have some omental adhesions to the old parietex mesh in the midline. Those were easily freed off the parietex mesh using sharp scissor dissection. Lateral to that the colon was seen to come up and stick to an old piece of gore-tex mesh. Multiple metallic tacks were noted along with multiple gore-tex sutures. With slow and careful dissection, eventually the mesh and the metal tacks and the sutures were removed off the abdominal wall in that area. This did correlate to where her pain complaints were located. Having freed the mesh, the mesh was then split and then removed in 2 pieces through the 12-mm port site with care being taken to make sure all the tacks came out with the mesh. Having removed the mesh, the wall was inspected. She had placed a nice scar plate down in the area, and there was no evidence of a ventral hernia at this point. Next, a transverse abdominis plane block was performed using exparel diluted out in 15 ml injectable saline. Having completed the transverse abdominis plane block under visualization, seprafilm slurry was sprayed in the area to help reduce adhesion formation. Prior to that, a small stab incision was made in the right upper quadrant, and 2 tru-cut biopsies were performed under visualization with the liver being cauterized with excellent hemostasis seen. That specimen was sent for permanent. At this point, the 12-mm fascial defect was closed using carter-thomason and 0 vicryl suture, the fascia infiltrated with exparel, and the skin closed using 4-0 vicryl subcuticular stitches. Steri-strips and sterile dressings were applied.¿ complications: none. Condition: stable to recovery room. Counts: all sponge and needle counts were correct at the end of the case. (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017procedure was not provided.] (B)(6) 2017: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), pa-c (no qualified surgical resident was available). Ms. (B)(6) first assisted at the bedside throughout the procedure. Preoperative diagnosis (es): recurrent incisional hernia. Postoperative diagnosis (es): recurrent incisional hernia. Procedure(s) performed: robotic total extraperitoneal retrorectus mesh placement with component separation. Anesthesia: general. Anesthesiologist: __ [sic]. Findings: multiple upper midline hernias with diastasis. Indications for procedure: linda simmons is a woman who presented with recurrent ventral hernia. She is taken to the operating room for a total extraperitoneal retrorectus approach with component separation to allow immediate mobilization of her fascia for fascia closure. Preoperatively, the risks of surgery were discussed with the patient including but not limited to bleeding, infection, myocardial infarction, stroke, death, deep vein thrombosis, pulmonary embolism, nerve injury, bowel injury, chronic pain, recurrence, hematoma, seroma formation, and wound complications. She was aware of the risks and agreeable to proceed. Description of procedure: ¿the patient was taken to the operating room, placed in the supine position on the operating room table. General anesthesia was induced. She was given intravenous ancef, sequential compression devices applied, and her abdomen prepped and draped in usual sterile fashion. Next, a spot was chosen left of the umbilicus and an 8 mm optical trocar and scope were passed into the retrorectus space. Using the trocar initially, bluntly, followed by the laparoscope I was able to dissect out the retrorectus space, extending up superiorly. Eventually, I was able to introduce another 8 mm port in the left midabdominal wall extending into the retrorectus space and avoiding the abdominal cavity. With that the robot was docked and using scissor dissection the remainder of the retrorectus space on the patient's left side was dissected out and further dissection was carried down inferomedially toward the umbilicus. Next, the medial rectus sheath was opened into the preperitoneal space. This extended from just about the umbilicus superiorly up to the xiphoid process. A preperitoneal plane was then dissected across the midline and the other rectus sheath was identified. That sheath was then opened and further dissection was carried out inferiorly. Eventually, I was able to get another 8 mm port inferiorly. With that retrorectus dissection was performed on both sides, extending up to the xiphoid process and down inferiorly to about the level of the umbilicus. Having release the medial rectus sheath I was able to do a myofascial advancement of the fascia. Showed 3 defects extending from above the umbilicus superiorly. The main defect was about 8 cm in size followed by a 3 cm defect and a smaller 1 cm defect above that. Starting at the xiphoid process, the rectus muscles are reapproximated taking bites of the fascia as I approached the fascial defects. The larger defect was closed and also taken bites of the subcutaneous fat to close the dead space and try to prevent seroma formation. Eventually using the 0 stratafix suture I was able to bring the fascia back together and the bilateral component separation was successful. There was some bleeding from the left side inferior epigastric which was controlled with a suture ligation. A nice hemostatic pocket was noted. The pocket was measured and an 18 x 15 barbed soft mesh was brought into the field and positioned appropriately. It spread out nicely on top of the posterior rectal sheath and the posterior flap and was laying beautifully flat with no folding. At this point, the trocar is removed after the air was evacuated and the mesh was seen to lay nice and flat in the retrorectus space. A tap lock was then performed using exparel and a 25 gauge needle bilaterally. The incisions were closed using 4-0 vicryl subcuticular stitches. Steri-strips and sterile dressings were applied.¿ complications: none. Condition: stable to recovery room. All sponge and needle counts were correct at the end of the case. (B)(6) 2017: (B)(6). Implant record. Procedure: davinci ventral hernia repair. Description: mesh soft 12¿x12¿ square bard. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic spigelian hernia repair on (B)(6) 2003 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal. Additional event specific information was not provided.